Event description:
An american medical systems' miniarc bladder sling was implanted in pt in 2008. Pt had pain, caused by the sling. On approx five months later, the sling had to be removed, because it was friable with parts embedded in the pt's flesh and urethra. Pt lost half of her urethra and is most likely going to need reconstructive surgery at the hosp. Dates of use: 2008. Diagnosis or reason for use: stress incontinence. Event abated after use stopped or dose reduced? No.